Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the probe measured high values (145-160mmhg) when in use. It was removed. A new probe was placed and the readings obtained from that were within the expected range. Integra has requested add'l info from the reporter.